Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf processor failed self test. The customer¿s blood glucose was 257 mg/dl at the time of incident. Customer reports pump error occur during self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No rf processor failed self test noted during testing and was not found in the formatted history file. No the motor arm cannot communicate with the main arm error noted during testing however, the motor arm cannot communicate with the main arm error was found in the formatted history file due to a software error.